Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1 ¿ march 31 2026. This report summarizes 2 events for the failure: fracture. - 2 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 2 events were reported for this quarter. Product return status 2 devices had investigation types that have not yet been determined. Evaluation findings (results/components) 2 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition 2 devices: product disposition is not yet determined additional information 2 devices were labeled for single-use. 2 devices were not reprocessed or reused.